Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the complaint devices were received and evaluated visually. The two needles cannot be distinguished but the lot number was same for both devices. Visual observations revealed firstand second needles has implants which are in released position but attached to the suture at the distal end of the silicon sleeve. No structural anomalies were observed on the needle or the implants. As per discussion with npd engineer, this failure mode results when loading rod (red trigger) is being pressed accidentally before pressing the deployment rod (grey trigger). Another possible root cause could be the deployment rod (grey trigger) is bent upwards, it can deploy both implants at the same time.however,we cannot discern any definite root cause at this point of time. No nonconformances were identified for this part number (228141), lot number (1l39755) combination per qlik query executed on 4/5/2019. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: no nonconformances were identified for this part number (228141), lot number (1l39755) combination per qlik query executed on 4/5/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information provided by the affiliate reported that the procedure was able to be completed but the surgeon had to cut away at the meniscus instead of repairing the meniscus as originally intended. The affiliate also reported that the suture was unwound from the packaging prior to the needle being removed and that the needle was in the correct orientation.

Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a knee arthroscopy the surgeon tried to fire the meniscal deployment gun, but the gun blocked and the implants were both on the end of the omnispan meniscal repair 12 degree. The surgeon tried a second time with the same deployment gun and a new omnispan meniscal repair 12 degree, but the exact same event occurred with the devices. There was a ten minute surgical delay because they opened new products. Patient and surgery outcome were not reported. This is report 3 of 3 for (B)(4).